Manufacturer narrative:
Conclusion and justification status: the complaint states revision took place on (B)(6) in 2016 on suspicion of complications possibly caused by mom after primary tha on (B)(6) 2008. The surgeon replaced all the implants with ones manufactured by a competitor. He found necrosis behind the proximal part of the femur and a small amount of black substances on the taper junction. He suspected that the cup might have been loosened. The surgery was completed without any delay. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Updated 25 mar 2016: the complaint was re-opened after the head, liner and stem were returned for investigation together with a 3rd party report. The products and the report were forwarded to our r & d department for review. The report ((B)(4)) noted that there was a significant amount of retrieval damage on the stem. It was also noted that no device deficiency was established in the 3rd party report. The report concludes that it was unlikely that a manufacturing defect was present. No further action is required. The occurrence shall be monitored through our companies post market surveillance system for future trends. The product shall be retained and stored in a secure area for future analysis. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place on suspicion of complications possibly caused by mom. He found necrosis behind the proximal part of the femur and a small amount of black substances on the taper junction. He suspected that the cup might have been loosened.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision took place on (B)(6) in 2016 on suspicion of complications possibly caused by mom after primary tha on (B)(6) in 2008. The surgeon replaced all the implants with ones manufactured by a competitor. He found necrosis behind the proximal part of the femur and a small amount of black substances on the taper junction. He suspected that the cup might have been loosened. The surgery was completed without any delay. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.